Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 500 mcg/day; lot number and type unknown). The indication for use was listed as intractable spasticity. The patient had a suspected infection/seroma located in the pump pocket. The patient had presented to the emergency room and cultures were taken (results were pending). The pump and catheter were explanted on (B)(6) 2016, and the patient was taking antibiotics. The patient also had a sinus infection and was taking oral antibiotics. There was concern that this may have masked the possible pump pocket infection. The patient was now experiencing drug withdrawal due to the abrupt cessation of the intrathecal therapy. Symptoms of the infection included redness and swelling. Information regarding the cause and outcome of the event, additional medications taken at the time of the event, medical history, and additional troubleshooting/diagnostics performed was not reported. Should additional information be received, it will be reported in the form of a follow-up report. Additional information was received from a healthcare provider (hcp). The type of baclofen delivered by the pump was compounded baclofen. The result of the culture taken was streptococcus haemolyticus. The patient was treated with oral baclofen (20mg 4 times daily) and klonopin (0.5mg 3 times daily). The reason for the removal of the device system was reported as "defective". Following the explant, the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Event description:
Additional information was received from a healthcare professional. The report that the device was removed "defective" was attempted to be clarified. However, the additional information received reported that it was unknown if there was a device issue, patient/therapy issue, or procedure issue.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient had their pump replaced on (B)(6) 2015. The patient then had an implant site infection followed by meningitis and organ failure. It was stated that the patient passed away following their last implant replacement due to the pump site infection leading to meningitis and organ failure. The patient died on (B)(6) 2016.

Manufacturer narrative:
Update/correction: the fdp code (B)(4) was added regarding previously reported information.

Manufacturer narrative:
Updated as product problem no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date has been updated to (B)(6) 2016 (estimated), as additional information indicated that the patient's fever began one week to one week and a half before (B)(6) 2017. The main component of the system and other applicable components are: product ID# 8703w, lot# l45407, implanted: (B)(6) 1997; explanted: (B)(6) 2016. Product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a business partner on august 17, 2017. It was reported that on the morning of (B)(6) 2016, the patient presented to the emergency room (ER) with a one week to one and a half week history of a low grade fever (up to 101), agitation and decreased effect of baclofen with associated increased spasticity. The patient's mother also noted a sudden onset of swelling around the baclofen pump site, which had previously healed up nicely and for the past 48 hours she had noticed streaking erythema surrounding the baclofen pump insertion site. On an unspecified date in (B)(6) 2016, reported as last week relative to (B)(6) 2016, the patient's mother had found her son lying on the floor and thought that he had somehow fallen out of bed. On presentation, the pump site was found to be quite swollen ,with significant edema and streaking erythema along the right lateral flank adjacent to the pump insertion site. On admission, results of a complete blood count, coagulation panel and blood chemistry were normal other than an elevated blood urea nitrogen of 50 (units and reference ranges not provided). A urinalysis was normal and negative for nitrate and leukocyte esterase. A portable chest x-ray showed no obvious infiltrates, no pneumothorax and no acute ab normalities. On (B)(6) 2016, the patient received ativan at an unknown dose and frequency for sedation for his CT (computed tomography) scan and was noted to be quite sedated with obstruction of his upper airway. This was easily cleared by rolling the patient on his side. The CT scan of the abdomen and pelvis revealed no acute intra-abdominal or intrapelvic processes. The patient's right lower quadrant was seen with some fluid collection around it. The patient was admitted to the ICU (intensive care unit) due to his upper airway issues for probable baclofen pump infection with meningitis as a secondary rule out. On (B)(6) 2016, the patient started treatment with 1 gram intravenous (IV) vancomycin given every 8 hours. It was stated that he was also treated with intravenous fluids and his normal medications would be continued until midnight. Exploratory surgery and removal of his pump were performed on (B)(6) 2016. Surgical findings included a significant amount of clear, seroma-type fluid surrounding the baclofen pump under pressure with erythema surrounding the pump insertion site. There was no evidence of gross infection. The entire intrathecal system was removed and both wounds were irrigated copiously with antibiotic laden solution. The subcutaneous fluid around the pump, the baclofen in the pump and cerebrospinal fluid (csf) fluid drawn from the intrathecal catheter were submitted for culture. A gram stain of the csf fluid showed rare white blood cells and paired gram positive cocci. Culture of cerebral spinal fluid showed (B)(6) (not streptococcus haemolyticus as previously reported). The fluid within the pump and fluid surrounding the pump were negative when cultured. Infectious disease was consulted and ultimately it was deemed necessary to place a PICC (peripherally inserted central catheter) line for IV vancomycin that would continue until (B)(6) 2016. Neurology was consulted regarding prevention of baclofen withdrawal. Withdrawal symptoms and spasticity were managed with oral and IV medications. Per the physician, the remainder of the hospital stay was relatively uneventful. On (B)(6) 2016, the patient was sent home with a nursing facility providing some home care services and an infusion service providing IV antibiotics. The patient was sent home on IV vancomycin 1 gram every 8 hours via PICC line through (B)(6) 2016, with weekly lab work and a vancomycin trough. Regarding spasticity, the patient was sent home with baclofen 20 mg 4 times per day via peg (percutaneous endoscopic gastrostomy) tube, klonopin (clonazepam) 1 mg four times daily via peg tube and valium (diazepam) 5 mg 1 tablet every 4 hours as needed for withdrawal or spasticity symptoms. The patient's other home medications were to be continued as they had been. The patient progressed to organ failure and passed away on (B)(6) 2016. It was noted that ativan (lorazepam) was identified as an additional co-suspect medication. No additional information was provided. The patient's medical history included; cerebral palsy, microcephaly, total dependence on his mother and father for activities of daily living and feeding, multiple orthopedic surgeries, seizure disorder, scoliosis, and the use of a gastrostomy tube (g-tube).concomitant products included: felbamate suspension 600mg/5ml at 15 ml, twice daily per gastrostomy-tube (g-tube), phenobarbital 20mg/5ml solution at 15 ml, in the morning and 17.5 ml in the evening by g-tube, depakene (valproic acid syrup)250mg/5ml at 7.5mls three times daily, vimpat (lacosamide) 10mg/ml solution at 10mls twice daily, flonase (fluticasone propionate) 50 mcg suspension as needed, and ativan (lorazepam) solution 2mg/ml at 2ml twice daily. Durations of therapy were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was provided as (B)(6). Of note, the weight had previously been reported as (B)(6).